Manufacturer narrative:
Isi has not received the sureform 60 reloads or the sureform 60 stapler instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. On site system log review with a date of event of (B)(6) 2019, two different sureform 60 stapler instrument were used. There was a total of 4 reloads used, 2 green and 2 blue sureform 60 reloads. All firings were completed, and no issues were noted in the logs. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted colectomy procedure, with an intracorporeal anastomosis, the patient experienced an anastomotic leak and had to have a second procedure to repair the leak. However, the root cause of the anastomotic leak is unknown.

Event description:
It was reported that post a da vinci assisted colectomy procedure, the patient returned to the hospital due to a post-operative anastomotic leak. On (B)(4) 2019, an intuitive surgical inc. (Isi) clinical development engineer (cde) was observing a case, and the console surgeon reported of an incident that had happened a few weeks prior: on (B)(6) 2019, a patient underwent a da vinci assisted colectomy procedure, with an intracorporeal anastomosis. At an unspecified time after the procedure, the patient experienced an anastomotic leak and returned to the or for a repair procedure. The surgeon did not provide details of the repair procedure. The surgeon stated in the initial robotic procedure, the intracorporeal anastomosis was performed with a sureform 60 stapler instrument. The surgeon stated that while the sureform 60 stapler instrument jaws were within the bowel enterotomies, the sureform 60 stapler instrument moved back and forth in an oscillating manner, and she felt like she could not control the movement. When asked if the movement stopped when she removed her head from the console viewer, the surgeon indicated the procedure was a long time ago, and she does not remember with certainty, but she thought so. The surgeon could not determine the root cause of the staple line leak, but she had speculated the staple line leak could have occurred during the sureform 60 stapler instrument's movement as the intracorporeal anastomosis was being performed. However, on (B)(4) 2019, isi followed up with the site's robotic coordinator, and he stated that the surgeon did not allege any malfunction of an isi device or system, but the surgeon could not determine the root cause of the staple line leak.